Event description:
It was reported by service report that there was no function to the product except the scale, check fowler switch by the cylinder. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler set screw.